Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.

Manufacturer narrative:
The report of a system error on the point of care unit (pcu) when power on was confirmed and replicated during the investigation; the issue is being attributed to a defective logic board. Functional testing was performed by temporarily swapping the suspect pcu logic board with a known good logic board from a laboratory pcu. It was observed that no further system errors were displayed on the suspect pcu after power on. Additional testing was performed by installing the suspect logic board into a known good laboratory pcu. The system alarmed system error 133.6090 after the power up sequence, confirming a faulty logic board. Internal and external inspection of the suspect pcu did not identify any irregularities. The system error tip sheet recommends once the error is identified, obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pcu module s/n: 16389780 please replace logic board. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error on the point of care unit (pcu) when power on was confirmed and replicated during the investigation; the issue is being attributed to a defective logic board. Functional testing was performed by temporarily swapping the suspect pcu logic board with a known good logic board from a laboratory pcu. It was observed that no further system errors were displayed on the suspect pcu after power on. Additional testing was performed by installing the suspect logic board into a known good laboratory pcu. The system alarmed system error 133.6090 after the power up sequence, confirming a faulty logic board. Internal and external inspection of the suspect pcu did not identify any irregularities. The system error tip sheet recommends once the error is identified, obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pcu module s/n: (B)(6). Please replace logic board. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.